Manufacturer narrative:
A visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging was not provided for this investigation. Without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. A search for non-conformances associated with this part-lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. There are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. The following is taken from the instructions for use (IFU) english version: potential complications potential complications include, but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. Cases of chemical aseptic meningitis, edema, hydrocephalus and/or headaches have been associated with the use of embolization coils in the treatment of large and giant aneurysms. The physician should be aware of these complications and instruct patients when indicated. Appropriate patient management should be considered. Introduction and deployment of the mcs 18. Open the rhv on the microcatheter just enough to accept the introducer sheath of the mcs. 19. Insert the introducer sheath of the mcs through the rhv. Flush the introducer until it is completely purged of air and saline flush exits the proximal end. 20. Seat the distal tip of the introducer sheath at the distal end of the microcatheter hub and close the rhv lightly around the introducer sheath to secure the rhv to the introducer. Do not over-tighten the rhv around the introducer sheath. Excessive tightening could damage the device. 21. Push the coil into the lumen of the microcatheter. Use caution to avoid catching the coil on the junction between the introducer sheath and the hub of the microcatheter. 22. Push the mcs through the microcatheter until the proximal end of the v trak delivery pusher meets the proximal end of the introducer sheath. Loosen the rhv. Retract the introducer sheath just out of the rhv. Close the rhv around the v trak delivery pusher. Slide the introducer sheath completely off of the v trak delivery pusher. Use care not to kink the delivery system. 23. Carefully advance the mcs until the coil exit marker on the proximal end of the v trak delivery pusher approaches the rhv on the hub of the microcatheter. At this time, fluoroscopic guidance must be initiated. 24. Under fluoroscopic guidance, slowly advance the mcs coil out the tip of the microcatheter. Continue to advance the mcs coil into the lesion until optimal deployment is achieved. Reposition if necessary. If the coil size is not suitable, remove and replace with another device. If undesirable movement of the coil is observed under fluoroscopy following placement and prior to detachment, remove the coil and replace with another more appropriately sized coil. Movement of the coil may indicate that the coil could migrate once it is detached. Do not rotate the v trak delivery pusher during or after delivery of the coil into the aneurysm. Rotating the mcs v trak delivery pusher may result in a stretched coil or premature detachment of the coil from the v trak delivery pusher, which could result in coil migration. Angiographic assessment should also be performed prior to detachment to ensure that the coil mass is not protruding into the parent vessel. 25. Advance the coil into the desired site until the radiopaque proximal marker on the delivery system is aligned with the proximal marker on the microcatheter as shown. 26. Tighten the rhv to prevent movement of the coil. 27. Verify repeatedly that the distal shaft of the v trak delivery pusher is not under stress before coil detachment. Axial compression or tension could cause the tip of the microcatheter to move during coil delivery. Catheter tip movement could cause the aneurysm or vessel to rupture. Please refer to the japanese IFU for precautions, warnings, and further information. A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report.

Event description:
It was reported that during embolization treatment of an aneurysm, the coil unraveled during positioning within the aneurysm. The coil was withdrawn using an endovascular snare and successfully removed from the patient. The coil was replaced and the procedure was completed successfully.